Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate and repair the suspect device. The fsr reported there was no display on screen. The fsr replaced the front panel assembly and the issue was resolved. The fsr performed the operational verification procedure and reported the unit passed all testing and runs according to manufacturer setup. The fsr reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected front panel assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's screen display is sometimes flickering and even blanking out. The customer reported being able to reproduce the reported event. At this time, it is unknown whether or not there was any patient involvement associated with the event.

Manufacturer narrative:
The field service representative reported the defective part is not available for return at this time. Due to the part not being returned, no further evaluation can be completed at this time.